Event description:
It was reported that the drill was not working and the handpiece was getting ¿real hot¿ so they switched to another drill. There was no patient impact reported.

Manufacturer narrative:
(B)(4): the device was returned for evaluation and repair. The product evaluation confirmed the customer complaint for excessive heat. The device temperatures measured 135 degrees at the nose, 128 degrees middle, 117 degrees rear; the motor, bearings, and seal were observed to be corroded. The corroded condition of the device likely resulted in the excessive heating of the handpiece. The device was repaired, tested to product manufacturing specifications and returned to the customer. (B)(4).